Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the device no longer inflating or deflating. The device was removed and replaced. The original reservoir was kept in the patient, and a new one was placed on the left side. There were no patient complications.